Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of atrial a micro perforation was suspected, and patient complained of pain on inspiration. However the lead remains implanted. Post implant tested revealed small sensed p wave, and low impedance. The atrial lead was re-positioned however, twenty turns was required to retract the tip of the lead. As a result, physician did not want to risk re-deployment of atrial lead, and the lead was explanted and replaced. Once removed, tissue/blood clogged in the tip was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.